Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. (B)(6).

Event description:
It was reported that low voltage alarms were noted even while using a stable power supply. The controller was exchanged and the issue resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the log file that was extracted from the controller during testing. The logfile contained data spanning approximately 1 day (02dec2022 ¿ 03dec2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. Atypical power cable disconnect alarms (rsoc invalid faults that were not associated with a power source exchange) were intermittently observed throughout the data. The alarms appeared to have been caused by the rsoc within the white power cable briefly fluctuating below the alarm threshold. No other notable events were observed. The returned system controller (serial number (B)(6) was functionally tested and was found to perform as intended. Atypical alarms were unable to be reproduced throughout all testing, and the controller operated a mock loop as intended. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the power cable disconnect alarm. The heartmate 3 patient handbook (rev. G, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.